Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the patient sustained a skin burn during an rf ablation procedure. The site reported that there was slight curving of the needle during insertion with the use of a metal guiding needle. It was noted that the needle insulation had peeled. The degree of burn was unknown. The burn was treated with ice. Another needle was used to complete the procedure.